Event description:
Patient complained of pain on (B)(6) 2010. X-rays showed rod slipped out the left s1 screw head from plif procedure in (B)(6) 2009 l1-s1. Patient presented to operating room for revision on (B)(6) 2010. Left s1 screw and rod kept, locking cap removed and replaced. Locking cap appeared not to be seated or final tightened. Patient complained of worsening pain one day postop ((B)(6) 2010); low back and left side pain. MRI and CT scan did not reveal any issues. Motion x-rays showed one s1 screw loose. Patient presented to operating room for 2nd revision on (B)(6) 2010. Left, right s1 screws and right l5 screw loose. Both rods, loose screws and all locking caps replaced. This is the 3rd of 6 reports submitted on this event.

Manufacturer narrative:
(B)(4). Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.